Event description:
A distributor contacted stryker to report that a customer¿s device powered off during use. In this state the device may not be able to deliver defibrillation therapy if needed. The patient did not survive.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No fault was found on the AED or returned pad-pak that could have led to a pad-pak fitment issue or the device powering off incorrectly. Details from the customer event form indicate that the pad-pak was slightly detached from the AED, which would have impeded electrical connection between the battery pack and the hdf-3500. Given no fault found on the AED/pad-pak, and no other incomplete power ons recorded outside of heartsine/omron, it is therefore likely that the reported8 issue had been due to incorrect seating of the pad-pak. This could have occurred during removal or application of the electrode pads during the event. The device was scrapped by heartsine .

Event description:
A distributor contacted stryker to report that a customer¿s device powered off during use. In this state the device may not be able to deliver defibrillation therapy if needed. The patient did not survive.